Event description:
Refrence number (B)(4) event occured in canada. It was reported that the patient experienced an infusion set occlusion issue on (B)(6) 2026, as the customer stated that he overused abdomen site for insertion, leading to cause occlusion alarm. The blood glucose level was high and the patient was treated with correction injection via multiple daily injection. No further information is available.